Event description:
Consultant reported patient was treated on (B)(6) 2012 for a zmc orbital floor fracture. Patient developed enophthalmos, which is a condition in which the eye falls back into the socket or a posterior displacement of the eye due to changes in the orbital floor. Patient was returned to the operating room on (B)(6) 2013. Surgeon implanted an additional orbital implant to augment the first implant, and to preclude any further enophthalmos. Nothing was explanted. No further or additional treatment is anticipated.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.